Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device not available.

Event description:
Patient was brought to the or for revision of head and liner. Patient shows an adverse local tissue reaction. Dr noted early trunnionosis upon removal of femoral head. Liner was then removed. Universal head v 40 sleeve implanted along with a new 36mm 10 degree trident e liner. Corrosion was also noted on femoral neck. Patient's other side was revised and "severe" trunnionosis is found.

Manufacturer narrative:
An event regarding altr involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned but an image of the explanted v 40 metal head was made available. The image quality is poor, the device appears visually unremarkable. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, x-rays, pathology report, operative reports and progress notes are needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened.

Event description:
Patient was brought to the or for revision of head and liner. Patient shows an adverse local tissue reaction. Dr noted early trunnionosis upon removal of femoral head. Liner was then removed. Universal head v 40 sleeve implanted along with a new 36mm 10 degree trident e liner. Corrosion was also noted on femoral neck. Patient's other side was revised and "severe" trunnionosis is found.